Event description:
The customer reported that while performing startup on the coulter lh 750 hematology analyzer, blue fluid leaked from the left side of the instrument. The customer indicated that approximately 2 ml of fluid leaked and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered that the tubing from the differential shear valve to the differential mixing chamber was clogged with a blood clot. The fse proceeded to replace the tubing to resolve the leak and the differential computation error. The repair was verified per established procedures and results met published specifications. Failure mode of the leak is attributed to a clogged line from the differential shear valve to the differential mixing chamber; the instrument generated computation errors on the differential controls to alert the operator to an instrument problem. Beckman coulter internal identifier for this report is (B)(4).